Event description:
An operative hysteroscopy procedure was in progress when the pt's body appeared to spasm or jerk. A check of the resectoscope cutting loop electorde found that it had been damaged. Another electorde was used to complete the case. The pt did not experience any other problems.